Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The event was confirmed for heat for one battery and replace for both batteries by the technician through functional evaluation, disassembly and visual inspection. The both batteries showed replace and upon disassembly, it was visually confirmed the cells of one of the batteries was affected by corrosion. This would cause the reported event. It is possible based on age and usage that cleaning may have contributed to the failure. The batteries were placed in parts retention.

Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.